Event description:
The customer reported a blank display after dropping the insulin pump. No physical damage was noted. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 199 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a broken component on the interface board. No physical damage was found on the case.